Event description:
It was reported that during a coronary stent procedure, the balloon dog boned and then ruptured and became caught in a heavily calcified lesion. While attempting to remove the delivery device the shaft fractured. The pt went to surgery for removal and bypass. Surgery was successful and the pt was stable. The pt expired two days later. The cause of death is unknown. An autopsy was performed, but the results were unavailable. The surgeon noted at the time of surgery that the pt had a lot of abdominal necrosis.